Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty insep in drawer. A field service engineer, replaced insep to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 4 in ICU pyxis had failed and unrecoverable the machine had been rebooted. Customer stated that the issue delayed medication dispensing to patients. There were no adverse events or injuries reported based on this incident.